Manufacturer narrative:
The welch allyn masted scales are intended to be used by clinicians for weighing patients up to 660 pounds (300 kg) for model 5122, up to 880 pounds (400 kg) for models 5002 and 6002. Masted scales can make contact with a patient¿s hands and feet. Contact duration is intended to be limited to less than 30 seconds. The customer refused to return the device and was provided with the replacement part #s to resolve the malfunction. Contact with exposed electrical wire can result in electrical injury.

Event description:
Customer reported the scale has a power cord that is frayed with the copper exposed.